Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) level of 379 (mg/dl). A bolus was delivered to address bg level.